Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible with the footswitch, fluoroscopy was still possible. Upon troubleshooting fse found that footswitch was defective. To resolve the issue, fse replaced the cable footswitch. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that exposure was not possible with the footswitch, fluoroscopy was still possible. The system was in clinical use, there was no impact on the procedure. No harm has been reported. A philips engineer inspected the system on site and identified a foot switch issue. The wired foot switch was replaced and the system was returned to use in good working order.